Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height sub-drawer 1.2 did not appear in hardware test application (hta) mode. A field service engineer checked the cubie trays and reseated the row board cable at the cubie tray, as well as at the drawer controller board. The tray was initially unresponsive, but in hta mode, all pockets were visible on the map. A final test was performed, confirming that all cabling appeared to be in good working order and all leds were functioning properly. The engineer also replaced the backup battery and installed the rear bumper cap and network plugs. These actions were taken to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets in drawer 1.2 were failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets in drawer 1.2 were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.